Event description:
Healthcare professional (hcp) reported a pt death during dialysis treatment. The first two hours of the pt's dialysis treatment were uneventful, except for leg cramps. Pt then complained of chest pain and shortness of breath and was given 100 cc saline and nitroglycerin. The pt's blood pressure was 164/100. Pt developed rhinorrhea, coughing, feeling hot, hoarseness, increased difficulty breathing, and became unresponsive. No alarms noted during treatment. CPR was instituted and paramedics were already at the facility to transport a pt. The monitor revealed electromechanical dissociation. Attempts to resuscitate were unsuccessful and the pt expired.